Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it passed. The customer's complaint of a detached introducer needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, of an introducer needle detached from the applicator. The sensor was inserted at the abdomen on 02/28/2018. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause could not be determined.